Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with an inflamed pocket. It was observed that the pacemaker was protruding through the skin. The patient was administered antibiotics. The device was explanted and replaced on (B)(6) 2020. The patient was recovering.